Manufacturer narrative:
Section was completed by the manufacturer. Info was received from a foreign source who is not required to complete form 3500a. (B)(4). Evaluation summary: zimmer does not possess test data to predict the long-term safety of this implanted stainless steel body. Analysis of prior fractures shows features consistent with possible medio-lateral levering of the handle and/or offset impaction during the broaching process. In some cases, the forces are sufficient to propagate a fatigue fracture from either of the interior corners of the locking slot. Evaluation codes: no product was received for evaluation. No lot number reported for device history verification.

Event description:
It is reported that the doctor observed a foreign metal object on the x-ray post-op. Review of instruments used in the case showed that the tibial broach impactor handle had a broken off piece that was missing.